Event description:
A physician called gambro's intensive care on line network (icon) to discuss bradykinin reactions. The physician reported he was treating a patient in the ICU who had some type of hyper-immune syndrome with acute kidney injury and fluid overload. The patient initially was treated with a fresenius optiflux 180 dialyzer and then developed a cutaneous rash. The patient was switched from hemodialysis to continuous renal replacement therapy (crrt) using a prismaflex control unit with a prismaflex hf1000 set. The patient had been on crrt for two weeks with a prismaflex hf1000 filter set. The patient had brief periods of hypotension prior to initiating crrt with the new filter sets. During the follow up call, the physician reported the patient had eosinophilia and dress reaction and that the patient expired the following day.